Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles and experienced high blood glucose level. The patient¿s blood glucose was 15 mmol/l. During troubleshooting, the customer indicated that the approximate size of air bubbles is large baubles and was at very top of reservoir . The reservoir is not expected to be returned for analysis.